Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12679. It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient expired. Vascular access was obtained via femoral artery. The 90% stenosed first target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad) with a >45 and <90 degree bend. The first target lesion was treated with placement of a 3.50x20mm promus premier stent. The 90% stenosed second target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx) with a >45 and <90 degree bend. The second target lesion was treated with placement of a 2.50x20mm promus premier stent. On the same day of the procedure, the patient expired. No autopsy was performed. No additional information is available at this point of time.